Manufacturer narrative:
The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the cooling fan, and the unit was checked overall, run-in tested, cleaned, functionally tested, and no abnormality was confirmed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator had a cooling fan error. There was no patient involvement.